Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a thr done at hughston clinic. Date of surgery is unknown. Patient developed recent pain and was found to have a lose femoral stem. It was removed and replaced.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a thr done at (B)(6). Date of surgery is unknown. Patient developed recent pain and was found to have a lose femoral stem. It was removed and replaced.